Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08710 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device had multiple a47 alarms in the alarm history screen due to corrupted history file. Unable to upload pump using care link due to a47 alarms/corrupted history file. No cosmetic damage noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) with blood glucose level of more than 300 mg/dl and on (B)(6) with blood glucose level of more than 400 mg/dl and. The customer was treated with insulin drip via an intravenous. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the drive support cap was normal. The customer does not allege insulin pump was under delivering. The customer reformed high pressure test and it passed. The insulin pump will be returned for analysis.